Manufacturer narrative:
Product investigation is in progress.

Event description:
It gets stuck - tampon, I'm sure I have cotton residue in my vagina [foreign body in reproductive tract]. Hurts - vagina [vulvovaginal pain]. When it's removed, it gets stuck and hurts [complication of device removal]. Material seems to separate (and I'm sure I have cotton residue in my vagina) [device breakage]. Case narrative: consumer reported via email that the tampon material seems to separate during removal. No serious injury was reported.

Event description:
It gets stuck - tampon, I'm sure I have cotton residue in my vagina [foreign body in reproductive tract]. Hurts - vagina [vulvovaginal pain]. When it's removed, it gets stuck and hurts [complication of device removal]. Material seems to separate (and I'm sure I have cotton residue in my vagina) [device breakage]. Case narrative: consumer reported via email that the tampon material seems to separate during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.